Manufacturer narrative:
(B)(4): the pump is currently under investigation and a f/u report will be submitted on completion of the investigation.

Event description:
The user reported that the pump stopped during an infusion. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.